Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked either during the saline flush, or while drawing up/administering vaccinations. The following information was provided by the initial reporter: "this product has been reported to exhibit inability to draw up vaccines/saline and inability to push/administer vaccines in some cases. No liquid draws up when pulling back on the plunger and then the plunger immediately pulls back to the empty position."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked either during the saline flush, or while drawing up/administering vaccinations. The following information was provided by the initial reporter: "this product has been reported to exhibit inability to draw up vaccines/saline and inability to push/administer vaccines in some cases. No liquid draws up when pulling back on the plunger and then the plunger immediately pulls back to the empty position."